Event description:
The importer/distributor for hyalgan, received initial info from a consumer. Additional info was received from a physician from genzyme on 17-nov-2008. Upon internal review on 11/26/08 this case, that had already been submitted to distributor to the FDA as initial report, was downgraded based on the fact that the main event is considered non-serious. A female consumer with a history of severe left knee pain and complications from anesthesia and other medications experienced electrocardiogram (EKG) abnormalities, vein spasm, stress, breathing difficulties, complications from anesthesia, body jerking, and headaches after she started hyaluronate sodium [hyalgan] (consumer previously reported as hylan [snyvisc]. The pt received three injections of hyaluronate sodium [hyalgan]. She stated that immediately following the first injection she experienced breathing difficulties which continued through the night. She notified the injecting physician the following day who told her he did not believe it was related to the hyaluronate sodium [hyalgan] she received the last two injections and received relief from them. She stated that her breathing difficulties continued and one week before this report, got progressively worse. On an unspecified date she saw her local physician who performed an echocardiogram which showed some abnormalities and stress test was performed. The pt reported that the echocardiogram was normal but that she did not do well during the stress test and experienced abnormal breathing. According to the pt, her breathing worsened and on an unspecified date she went to the emergency room where they drew cardiac enzymes and performed a chest x-ray. She reported that the enzymes were negative and the chest x-ray was clear. On an unk date, the pt was admitted to the hosp for a cardiac catheterization, which she reported as normal except that she experienced complications of anesthesia which she described as body jerking. She stated that she had a history of experiencing complications with anesthesia and other medications. She stated that she was told that she had a vein spasm and was prescribed a sustained release version of nitroglycerin that gave her headaches. Her local physician stopped the nitroglycerin and according to the pt, told her that he thought the breathing issues were due to stress. The pt took a seven day vacation and at the time of this report, her breathing improved. The physician confirmed that the pt received hyaluronate sodium [hyalgan], and not hylan (synvisc). No further relevant info was reported. Upon internal review, of the source documents, on 11/26/08 the following was noted: on an unspecified date she saw her local physician who performed an electrocardiogram which showed some abnormalities (not an echocardiogram, as initially reported) but was non-conclusive for a heart attack. On unspecified dates, an echocardiogram and stress test were performed. The pt reported that the echocardiogram was normal but that she did not do well during the stress test and experienced abnormal breathing. Sustained release version of nitroglycerin.